Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through asr / psr on 24-oct-2011.

Event description:
Patient reported that before she stopped breastfeeding she had "not enough milk production¿. Healthcare professional later reported rupture. This record for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) ¿ breastfeeding difficulties: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported that before she stopped breastfeeding she had "not enough milk production¿. Healthcare professional later reported right side rupture. Device has been explanted and replaced.